Event description:
During acl revision surgery, the tip of the guidewire broke. While reaming over the guidewire, the guidewire broke leaving the tip and multiple shavings in the joint. The tip was removed and the joint was shaved. The joint was flushed to remove the metal shavings. According to risk management, no additional information will be forthcoming.